Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was not known. A manual injection was administered to address bg. The customer reverted to an alternate method in insulin therapy.